Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. G2: foreign: new zealand. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dermatome had came for preventative maintenance and it turned into a repair. Evaluation discovered the device had low rpms. There was no reported patient harm, or delay as there was no patient involvement. Due diligence is complete, no further information is available at this time.

Event description:
No further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h10. Review of the most recent repair record determined the motor rpms were out of specification on the low end. The motor, switch, plug harness, bearing, reciprocating arm, and various other parts were scrapped and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.